Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. This 1.50mm x 15mm emerge balloon catheter was selected. During insertion a shaft break occurred. Both pieces were removed from the patient. No patient complications were reported and the patient is doing well post procedure.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed. This 1.50mm x 15mm emerge balloon catheter was selected. During insertion a shaft break occurred. Both pieces were removed from the patient. No patient complications were reported and the patient is doing well post procedure.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 50cm from the strain relief. The separated ends were ovaled in shape indicating the device was kinked prior to separation. There were numerous kinks to the hypotube. There was contrast in the inflation lumen, and the balloon was tightly folded. Product analysis confirmed the reported break as there was separation to the device.